Event description:
It was reported that during preparation for a biopsy the device fired by itself after being fully primed. Another device was used to perform the procedure. There was no report of pt involvement of user injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The device was returned for eval with no protective tubing placed on the needle tip. Both slides were in their initial positions. To prime, the top slide was pushed into the device. The top slide was able to lock into place. The bottom slide was then pushed into the device and was also able to lock into place. The device was able to be fully primed with no issues. The device was further tested by cocking and firing each device 10 times into a chicken breast with each trigger. The device fired properly and all 20 samples were obtained with no issues.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. This file indicated attempts were made to the facility to obtain information pertaining to patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy). The date of event, and complainant occupation type were noted in the file but not reported. All other required information was previously reported.